Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. As received, the device was above elective replacement level (eri). Final analysis did not identify any anomalies.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The pacemaker was explanted and replaced.[enter statement regarding patient consequences].